Manufacturer narrative:
Approximate age of device - 1 year and 6 months. The replaced portion of the driveline and the explanted device were received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that when the patient presented to the hospital, interrogation of the lvad system revealed multiple driveline fault alarms. The alarm re-occurred after the system controller was exchanged. The patient was asymptomatic. On (B)(6) 2018, the manufacturer¿s technical service representative performed an on-site evaluation of the patient¿s percutaneous lead (driveline). An electrical continuity test did not reveal any broken wires. An external driveline replacement was performed without issue. The driveline fault alarms returned approximately 20 minutes after the driveline replacement. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was received.

Manufacturer narrative:
Device evaluation summary: the report of a potentially compromised driveline was confirmed based on the evaluation of the pump. A distal end driveline replacement was performed by a tech services representative on 30jul2018 on wo 50894. Approximately 18¿ of the external portion/distal end of the driveline was returned. Continuity and hipot testing were performed on the 18¿ distal end repair of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Following the repair, the patient continued to experience driveline fault alarms and underwent a pump exchange on (B)(6) 2018. The pump was returned with the driveline cut approximately 2.5¿ from the pump housing and the severed portion of driveline was not returned. Electrical continuity testing of the 2.5¿ pump end portion of driveline revealed an open brown wire. The shielding and bionate were removed, and examination of the underlying wires revealed a fractured brown wire adjacent to the nipple of the pump housing. The underlying conductors of the brown wire were all exposed. The fracture of the brown wire appeared to be the result repetitive flexing of the driveline in this area. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the brown wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The fractured brown wire had the potential to interrupt function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module or mpu. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.